Event description:
New information received notes that the left ventricular lead was also replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and far r oversensing were not confirmed. A full lead was returned in one piece for analysis. Specification measurements, electrical testing, visual and x-ray inspections were normal with no anomalies found.

Event description:
The left ventricular lead was returned, indicating that it was explanted. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture and far p-wave and r-wave over-sensing. Chest x-ray was performed and confirmed lv lead dislodgement. No intervention was performed. Patient condition was stable.